Event description:
It was reported that a shaft break occurred. During preparation, while opening a box to a 3.50 x 32mm synergy megatron stent, it was noticed that the shaft had broken. It was noted that the stent was not used and that there were no impacts to the patient. No patient complications were reported in relation to this event.